Event description:
t was reported that the MIS drivers exhibited lateral screw drift. The post-placement evaluation by the surgeon showed bilateral lateral deviation of the screws after placement.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.